Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient had an artificial urinary sphincter consisting of a 4.0 cm cuff, pump and balloon implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.